Event description:
It was reported that the patient who was recently implanted is planned for surgery for wound debridement and possible battery change. Device history record for the generator was reviewed for sterilization and confirmed hp sterilized. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81; device return and evaluation is not needed as it will add no value to the investigation

Event description:
Information was received that the reason for the debridement is unknown. The last notes are from 2017 and 2018 with no mention of infection. Did not appear grossly infected at surgery but cultures were negative. New with drainage the patient underwent replacement. It was noted that there is plan to remove the newly implanted device as it appears the issues have continued. No known explant surgery has occurred to date for the new device.